Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade iii. Additional, changed, and / or corrected data.

Event description:
Healthcare professional confirmed rupture and reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on posterior, creases fold and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a striated broken on posterior( patch/shell bond edge) assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture". Device remains implanted.